Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was unable to be reproduced. Upstream occlusion alarms were confirmed and the device has been recalibrated to ensure expected performance.

Event description:
It ws discovered during baxter's testing that a spectrum pump falsely alarmed upstream occlusion. It was also reported that there was no patient injury.